Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted during testing. The insulin pump passed unexpected restart test and no unexpected restart error alarm noted during testing. The insulin pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer also reported that they received a battery out limit alarm. The customer's blood glucose was 280 mg/dl at the time of incident. The customer's blood glucose was 170 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.